Event description:
Narrative from staff: infant's nasal cannula prongs found during morning routine hands on care with one side of the tubing disconnected/broken at hub. Infant not receiving full amount of air flow as ordered. Unknown when disconnection happened. Manufacturer response for hudson rci comfort flo nasal cannula. Premature., comfort flo nasal cannula (per site reporter): manufacturer representative is working on gathering information and device will be provided to him once a shipper kit is sent to us.